Event description:
It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle the plunger was missing from one syringe and another plungers thumb press broke off.

Manufacturer narrative:
H.6. Investigation summary: customer returned (10) loose 0.5ml 31g 8mm bd syringes. Customer states that they found in this box plunger missing another plunger thumb press missing. All returned syringes were examined and the following was observed: 8 syringes with cap, shield, and plungers attached. 1 syringe with shield and plunger attached, no cap attached. 1 syringe with shield and plunger attached, no cap attached, broken thumb press. 1 loose damaged cap. A review of the device history record was completed for batch# 8120882. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (missing plunger rod). Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (missing thumb press). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Probable root causes: for broken/bent plungers: dry barrels (insufficient silicone) from the prep dial that result from a silicone gun not firing. Insufficient silicone leads to difficulty exercising the plunger, and can thereby result in broken plungers. Plunger screw jams that would damage plungers, i.e., they break or bend plungers. Bowed plungers that do not get seated, and get broken off at the delrin wheel.

Manufacturer narrative:
Date of event: unknown. Investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8120882. All inspections and challenges were performed per the applicable operations qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description : root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle the plunger was missing from one syringe and another plungers thumb press broke off.